Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported leak was not confirmed. The balloon inflated and maintained pressure with no leaks observed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, a definitive cause for the reported leak could not be determined. Although what appeared to be inadequate adhesive visible in the proximal port of the sidearm, the area of the sidearm critical to maintain inflation appeared to be adequate and there were no leaks noted during functional testing after the device was soaked for 24 hours. The balloon inflated and maintained pressure with no leaks observed. Additionally, review of the manufacturing records confirmed that the unit had gone through multiple visual and physical inspections on the manufacturing line, including a leak testing. It may be possible that during use, the inflation device was not properly connected resulting in leak; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the anterior tibial artery. A 3.0x60mm armada balloon dilatation catheter (bdc) was prepared and advanced to the lesion with no noted issues, and attempted to be used for vessel dilatation. However during the first inflation to 8atms the bdc was noted to be leaking from the shaft of the device near the y-port. Therefore the bdc was removed and the procedure was completed with the use of the another abbott device. There were no adverse patient effects nor clinical delay reported. No additional information was provided.